Event description:
Patient presented to the hospital due to inappropriate therapies. During interrogation, several vf episodes of noise were observed. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.